Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the pediatric catheters broke off on two occasions right at the portion where the catheter bag connector and the shaft of the catheter meets. It broke off in the patient and patient had to be taken to theatre for removal.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and one other complaint on the lot number 9429228 on the same defect ((B)(4)). According to the investigation performed quality databases was checked and reveal no anomaly in relation to the described defect. On 2nd september, we receive one used sample. We have only received the connector part, the cut is clean and no trace of tape is present on the sample. The root cause was probably due to a lack of securisation.

Event description:
According to the available information, the pediatric catheters broke off on two occasions right at the portion where the catheter bag connector and the shaft of the catheter meets. It broke off in the patient and patient had to be taken to theatre for removal.